Event description:
Smoking on the top...made the noise right before it started smoking - oral-b [device catching fire] . Not charging - oral-b [device physical property issue. Case narrative: consumer via phone stated that the oral-b toothbrush was smoking on the top. It made a noise right before it started smoking. It also was not charging. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Smoking on the top. Made the noise right before it started smoking - oral-b [device catching fire] . Not charging - oral-b [device physical property issue]. Case narrative: consumer via phone stated that the oral-b toothbrush was smoking on the top. It made a noise right before it started smoking. It also was not charging. No injury was reported.

Manufacturer narrative:
12-feb-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.